Event description:
Philips received a complaint on the spo2 cable indicating that the spo2 and pulse are not being read/interpreted correctly. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips biomedical engineer (bme) identified the issue was due to a faulty spo2 cable. The cable was replaced, and the device was operational after repairs were completed.